Event description:
On 11/06/1999 at 1:30 p.m., the pt's blood glucose on his one touch ii meter was 165mg/dl. He ate and took his normal dose of insulin. It was reported that on his way to a social function, he passed out and was transported to the hosp by the paramedics. Upon arrival at 4:00 pm, a hospital meter test was 560 mg/dl and a 4:30 pm lab result was 1071. He was admitted, treated and released 3 days later. The meter was in calibration on 11/10/1999, reading 80 within a labeled range of 66-89. No control solution tests were performed. It should be noted that the meter is not cleaned according to MFR's recommendations. No water is used to clean the meter optics.